Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the day of the call, she has already had to change her battery four times and had already changed her battery five days prior. The customer stated that she had just received a replace battery now alarm, changed the battery and received another replace battery now alarm. During low battery troubleshooting, the customer had a blood glucose of 48 mg/dl and 126 mg/dl. She also had a blood glucose of 69 mg/dl and treated with food. The customer also mentioned that she bad blood glucose versus sensor glucose issues and had a bent sensor. Bent sensor troubleshooting was completed and the sensor bent four days after use. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.